Event description:
This device was explanted due to patient experiencing syncopal episode and no stimulation backup during the detection test. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned device data, as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned device data were thoroughly inspected. Based on the data, the device was programmed to a fix pacing amplitude until the visit to the hospital. The data further showed that there was a pacing threshold increase to relatively high values. The programmed pacing output was not enough for the high thresholds, which is assumed to be the root cause of the reported syncope event. Regarding the observation during the manual sensing test in the hospital. Pacing was fully available. However, the pacing output of 3.0 v during the manual sensing test was below the current threshold of 3.6 v. Based on analysis, these high thresholds are most likely the result of an issue with the implanted competitor lead.